Event description:
It was reported that pump displayed repeated malfunction alarms while being turned on, with specific blood glucose information not provided. There was no reported impact to the customer¿s blood glucose level. Customer turned pump off and on to reset it, device was planned for return, and replacement pump was arranged through distributor support.